Event description:
During an arthroscopic rotator cuff repair procedure utilizing a footprint ultra pk suture anchor, 4.5, it was reported that the anchor was broken. The broken anchor was noticed when the surgeon removed the inserter shaft after anchor insertion. Subsequently, the procedure was changed to a mini-open rotator cuff repair and completed with a back-up device. The piece of broken anchor remains in the patient.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).